Event description:
The device was used during a laparoscopic cholecystectomy, event date sometime in 8/97. It was reported the clips spit from the jaws when feeding. The clips were retrieved without difficulty from the abdomen. This device was from an fdc32, lot number k46v5l. A single sterile instrument was opened and the procedure was completed without incident. There was no consequence to the pt.